Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause.

Event description:
It was reported that oversensing was reported involving this device. A review of the device data was needed. A review of the device data by technical services (ts) noted evidence of non physiological noise in the primary sensing vector. This noise could be compatible with mechanical artifacts. Ts disused possible reprogramming and further investigation of this case. No adverse patient effects were reported. The device remains implanted.